Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on the second day of ilet pump use experienced a hypoglycemic event after being hyperglycemic earlier, and the pump appeared to overcorrect; the user treated with candy and reported blood glucose of 113 mg/dl after recovery. Symptoms included hypoglycemia. Outcomes included recovery without medical intervention or hospitalization. Investigation included user interview and review of device-reported glucose trends and therapy context, along with troubleshooting and user education regarding pump learning and meal announcements. Investigation of this case revealed no device malfunction identified and suggested the event aligned with early learning adaptation and automated insulin delivery responding to prior hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.